Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please clarify if this event occurred in multiple procedures, please provide information requested above for each patient event. It was just one CABG have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). None reported before. 2.how many devices are involved in this single procedure? Multiple sutures and sizes. 3. What are the procedure name(s) and date(s)? CABG. 4. What is the quantity involved per procedure? Multiple prolene sutures 5. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No. Event related to mw # 2210968-2024-01989 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. While tying off suture in the graft, the sutures kept breaking. The case was completed with the like device. No adverse patient consequences were reported. Additional information was requested.